Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks due to oversensed noise on the right ventricular (rv) channel. Pacing inhibition was noted, however there was no asystole as the patient has an underlying rhythm. Additionally high thresholds were noted with intermittent capture. Noise was also noted on the right atrial (ra) channel. Isometrics was performed which recreated noise on both channels. Noise was also observed during rv threshold testing. Additionally intermittent loss of capture was noted. The patient was admitted to the hospital with tachy therapy programmed off. It was reported the device was implanted sublethally. An invasive procedure was performed and the device header was found to be loose.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.